Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation failure was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately calcified, left anterior descending artery, the xience prime stent delivery system (sds) was positioned at the target lesion and balloon inflation was attempted but it would not inflate. The device was removed without incident. A second stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.